Event description:
It was reported that head computed tomography (CT) scan done on (B)(6) 2021 showed left parietal encephalomalacia combined with a prior likely asymptomatic/minimally symptomatic stroke. The finding did not explain the motor asymmetry. It was possible that the patient had developed a small right lacunar infarct on (B)(6) 2021 with the most likely etiology being small vessel disease. Vessel imaging was limited by his acute kidney injury on chronic kidney injury and magnetic resonance imaging (MRI) was limited by the left ventricular assist device (lvad). No evidence of seizures on continuous electroencephalogram (ceeg) with over 24 hours of monitoring. There was low suspicion that abnormal movements were seizure, although not witnessed by the hospital team, particularly given brief duration. Occipital sharps of uncertain significance were later confirmed to be electrical artifact. No changes to patient condition or anticoagulation were mentioned. The last progress note from cardiology noted that the subject had ongoing mild confusion but continued to do well from a cardiac perspective. The patient was started on heparin drop treatment. On interrogation of the patient's implantable cardioverter-defibrillator (ICD), there were no episodes of ventricular tachycardia or shocks to explain abnormal chest movement. The lvad was operating as intended and there were no changes made after device interrogation. The neurological/neurovascular event resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The heartmate 3 lvas instructions for use (IFU) lists other neurological events (not stroke-related) and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists other neurological events (not stroke-related) and stroke as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12apr2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a computed tomography (CT) scan of the head was done on (B)(6) 2021, which showed no intracranial hemorrhage or vascular territory hypodensity to suggest acute infarct. A left parietal high convexity encephalomalacia of indeterminate age was noted which could have represented a subacute or remote infarct. An electroencephalography was placed and preliminary diffuse was slowing and no seizures were noted. The patient appeared to have shocks from their implantable cardioverter-defibrillator (ICD) on (B)(6) 2021. No shocks or antitachycardia pacing were delivered. The patients sedation was turned off overnight for a neuro exam. The patient could move from right to left but could not follow commands. They had jerking episodes of unclear etiology and 2 episodes of generalized tonic-clonic seizure with right gaze deviation lasting approximately 8 seconds.